Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the surgeon tightened the guide position rod too tight and it fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual inspection confirmed the rod to be fractured near the tip. Wear rings were found around the shaft. The threads are undamaged. The head of the rod is scratched and discolored. The average hardness of the guide rod was measured to be within print tolerance. The device has a potential field age of approximately 4.5 years and it is unknown how many times the device has been used. Complaint sample was evaluated and the reported event was confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.